Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker exhibited failure to be interrogated via radiofrequency. The pacemaker was successfully interrogated via induction. No intervention was performed. The patient was discharged.